Event description:
Related manufacturing reference number: 2017865-2023-72686. It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) lead was over-sensing myopotentials and had low pacing impedance, and the right atrial (ra) lead was sensing noise. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5147237, mw5147236.